Event description:
It was reported that catheter froze on wire occurred. The patient presented with peripheral artery disease (pad). The 80% stenosed lesion was located in a moderately tortuous and moderately calcified popliteal artery. A 5.0 x 220 x 150 sterling balloon catheter was inflated at 6 atmospheres in an .014 non-boston scientific filter guidewire. Following deflation of the balloon, the physician attempted to remove the balloon. However, the balloon would not move and became locked on the wire. The wire appeared bent at the distal end. Both devices were together as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient fully recovered.